Event description:
Report states that the lancets he uses to check his blood sugar are faulty products and needs to be taken out of the market. He reports that, when he twist and pulled to remove the cap over the needle, the whole cap and needle comes off the set. He has to use about 4-9 lancets to find a non faulty one. This creates a waste of product and he is running out of lancets. He contacted the MFR and the associate he spoke with acknowledged they have been receiving a lot of complaints about this and promised to send him a new set. The MFR later declined saying he was using expired products. He reports that he has had the lancets since 2011 and to his knowledge there was no expiration date on the box. He checked thoroughly but still could not find an expiration date on the box and believes the MFR is deceiving the public. He hopes the FDA will intervene and protect the public by stopping the sale of these faulty products.